Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the start of vascular intervention and was completed by moving the patient to another vascular room. Customer reported to philips that the system was shut down on its own when pressed the fluoroscopy pedal. The review of system log files showed a power loss. A restart was attempted but the issue persisted. Upon troubleshooting, the philips field service engineer (fse) found the blown fuse in the mpdu unit. To resolve the issue, the fse replaced the fuse, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had shut down on its own. Upon rebooting, it was unable to boot up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.